Event description:
The customer reported that when they went to open up the device in readiness for surgery, they noticed that there had allegedly been a breach of the plastic packaging. The customer reported that there are two layers of packaging and that the 'paper' came away as they would have expected but they noticed that the plastic around the outside had also come away. The customer was uncertain whether the device was still sterile. The customer chose to use a different implant in case there was any implication for device sterility.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange to crack/fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging.

Event description:
The customer reported that when they went to open up the device in readiness for surgery they noticed that there had allegedly been a breach of the plastic packaging. The customer reported that there are two layers of packaging and that the 'paper' came away as they would have expected but they noticed that the plastic around the outside had also come away. The customer was uncertain whether the device was still sterile. The customer chose to use a different implant in case there was any implication for device sterility.